Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection, the guidewire ptfe coating was noted to be peeling in multiple areas from 32cm up to 43.5cm measuring from the proximal end. Bubbles with uncollapsed and collapsed dome and unknown substance (appeared to be excessive coating) was noted in multiple areas on the distal end. The core wire distal end was observed through the clear distal tip dome. The guidewire was soaked in water. After soaking the guidewire, it was inspected wet. The hydrophilic coating was intact. The guidewire distal shaft revealed a slight uneven swelling/bulge to the hydrophilic coating when hydrated. When dry after approximately 10 seconds, the distal tip showed reduced swelling/bulge to the coating at the distal end. During the functional inspection, the guidewire was advanced through a flushed demonstration sl-10 microcatheter and no friction was noted. No other anomalies were noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire difficult to advance, was not replicated during analysis, however the anomalies noted to the returned device may have caused or contributed to the reported events. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was not tortuous, an echelon 10 microcatheter (non-stryker, 0.017¿ ID) was used in conjunction with the subject device, the guidewire tip was shaped 45°, and the friction/resistance was noted when passing through the lesion at the tip of the catheter. During analysis, the guidewire ptfe coating was noted to be peeling in multiple areas from 32cm up to 43.5cm measuring from the proximal end. The peeling most likely occurred as a result of interaction with another device. The damage noted is consistent with insecure fastening of the torque device on the wire which can result in slippage and can cause abrasion/peeling of the ptfe layer. An assignable cause of handling damage will be assigned to the as analyzed event of guidewire ptfe coating peeling since this defect is associated with handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use. Bubbles with uncollapsed and collapsed dome and unknown substance (appeared to be excessive coating) were also noted in multiple areas on the distal end of the guidewire during the visual inspection. Based on previous results of sem and edx testing performed by r&d, it was confirmed that the bubbles on the distal end of the device and the hydrophilic coating were the same substance. The cause of coating bubbles, which are likely hydrophilic coating, could not be definitively determined. Therefore, an assignable cause of undeterminable will be assigned to the as analyzed event of guidewire distal end coating issue since review and analysis of all available information fails to indicate an assignable cause or probable assignable cause. The guidewire was soaked in water and inspected wet. The hydrophilic coating was intact. The guidewire distal tip had a slight uneven swelling/bulge at the distal end. When dry after approximately 10 seconds, the swelling/bulge had disappeared. This is a cosmetic issue and there is no damage to the coating. During the dimensional inspection, the guidewire od's were confirmed to be within specification. During the functional inspection, the guidewire was advanced through a flushed demonstration sl-10 microcatheter without any resistance. Therefore, the as reported event of guidewire difficult to advance was not confirmed. An assignable cause of procedural factors will be assigned to the as analyzed event of device has cosmetic/appearance issue since this issue appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
The guidewire (subject device) was returned for analysis and the device investigation revealed that the guidewire (subject device) ptfe inner coating was peeling from the body of the guidewire. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.